Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. The procedure was completed by changing to another guide catheter. There were no reports of patient injury. The health care provider was able to identify the little hole because there was leaking of water from that hole. The intended procedure was a percutaneous coronary intervention. The issue was discovered during prep. There was no calcification, stenosis, acute angulation, or bifurcation at the target site and access site. However, both the target and access site were severely tortuous. There was no excessive force applied to the device. There were no damages to the device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). One image was submitted for analysis, and it shows a cracked condition to the luer hub. A non-sterile catheter ¿6f .070 xb 3.5 100cm¿ was subsequently received for analysis. The unit was inspected focusing on the luer hub observing and a crack line was observed. No other outstanding details were observed. The luer hub was connected to a syringe to with torquing tension applied revealing the cracked condition. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on hub presented evidence of fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. The reported ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Storage and handling factors are potential causes. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, a risk assessment has been initiated to further review the potential causes. No further action will be taken at this time. R: 114/c13, 3251/ c070602. C: 4315/d15.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. The procedure was completed by changing to another guide catheter. There were no reports of patient injury. The health care provider was able to identify the little hole because there was leaking of water from that hole. The intended procedure was a percutaneous coronary intervention. The issue was discovered during prep. There was no calcification, stenosis, acute angulation, or bifurcation at the target site and access site. However, both the target and access site were severely tortuous. There was no excessive force applied to the device. There were no damages to the device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Event description:
As reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. There were no reports of patient injury. The health care provider was able to identify the little hole because there was leaking of water from that hole. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.